Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a cartridge leak with the ilet, observed wetness at the pump, felt unwell, and recorded very high blood glucose of 537 mg/dl, prompting a full insulin cartridge and infusion set change and subsequent glucose rechecks that trended down to 398 mg/dl. Symptoms included hyperglycemia with hot flashes/flushes, fatigue, malaise, and distress. Outcomes included a missed dose and a delay to therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed a leakage issue consistent with a seal problem associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.